Manufacturer narrative:
The customer reported the issue recurred with qc material. The field service engineer checked the inside rinse of the reagent probes, flushed the reagent probes, and checked the rinse mechanism tubing. The customer verified the instrument by running qc successfully. The investigation determined the service actions resolved the issue. The analyzer alarm trace contains multiple abnormal aspiration (sample probe a/b), abnormal aspiration (sample probe), sample foam detection, and sample clot detection errors. These are indicators of possible poor sample quality.

Manufacturer narrative:
The field service engineer could not determine a cause. He checked the fluidic levels of the rinse mechanisms, the gear pump, the air pump, and the outside probe rinse of all probes. The customer ran qc and accepted all results. The customer replaced the reagent pack which resolved the issue. The investigation is ongoing.

Event description:
There was an allegation of questionable crep gen.2 (creatinine) results from the cobas 8000 c 701 module serial number (B)(4) for approximately 70-80 patient samples. The following examples were provided. Patient 1 initial result was 0.88 mg/dl and the repeat result was 1.14 mg/dl. Patient 2 initial result was 0.75 mg/dl and the repeat result was 1.02 mg/dl. Patient 3 initial result was 0.72 mg/dl and the repeat result was 1.04 mg/dl. The questionable results were reported outside of the laboratory. The repeat results were believed correct and corrected reports were issued.